Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 197 mg/dl and a correction bolus with the pump was used to address the bg level. The customer changed the supplies on the pump multiple times. While changing the supplies, the customer received a cartridge 1 alarm. The customer was able to clear the alarm and successfully load another cartridge.